Event description:
Information received from the field notes that during an electrophysiology study, the device was interrogated and programmed to a rate of 45 ppm. The patient was shocked with 350 joules of energy with anterior/posterior padddle placement. Attempted interrogation was then unsuccessful. The device was pacing at a rate of 60 bpm but no sensing was obser ved. An attempt at "return to standard" was unsuccessful.